Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure was attempted of a moderately tortuous common femoral artery using a starclose se device. A femoral angiogram was not performed prior to the vessel closure procedure. Reportedly, after activating the clip deployment button, the clip did not deploy, but remained on the clip applier. The device was removed from the patient anatomy without difficulty. Manual arterial compression was applied to achieve hemostasis. There was reportedly a good patient outcome. Patient hospitalization duration was not extended due to the reported experience. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). A femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use state under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip being captured at the distal end of the device was not confirmed. Analysis indicated the device was returned without the clip, the device was fully deployed, and returned with the components in the proper clip-deployment positions. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar clip being captured at the distal end of the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. A femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use (IFU) state under the warning section to perform a femoral angiogram to verify the location of the puncture site. Additionally, the IFU states under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.